Event description:
It was reported that the patient presented for follow-up after an auditory alert was delivered by the device. An interrogation revealed high out of range pacing impedance measurements from the left ventricular lead. No interventions or adverse effects were reported. There was no further information available.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5146081.